Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet device had been showing alert 61 (external flash write error) continuously throughout the day. Restarting the device did not resolve the alert, and the pump remained inoperable. A replacement was arranged. No symptoms, no blood glucose impact, and no medical intervention required.